Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, device evaluation found there was white foreign material inside the air/water channel. Based on the results of the investigation, and since the red material on the brush was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the white foreign material inside the air/water channel could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was experiencing a reprocessing issue. Reportedly, during reprocessing the staff use a brush to clean the instrument channels, on the brush there was a red material and no matter how many times they use the brush and flushed it, the material was not removed. There were no reports of patient involvement.